Event description:
The complainant reported that during service and repair activities, an automated impella controller (aic) failed the power charge test. Evaluation identified that the console battery charging parameters were out of specification, and further testing indicated that both batteries were not charging, with measured capacity of 0 mah (expected charging capacity approximately 1450¿1650 mah). The condition was attributed to a faulty power board module (pbm). The pbm was replaced. Following replacement, both batteries were reported to be charging within specification, and the console was tested and confirmed to be functioning as expected. The issue was identified during service and repair activities and not during clinical use. No patient involvement was reported in association with this event.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.